Manufacturer narrative:
Medtronic received the following information from the journal article entitled; procedural and perioperative results in patients treated with fenestrated endovascular aneurysm repair planned by automated software in a physician-sponsored investigational device exemption trial of physician-modified endografts. Benjamin w. Starnes, billi tatum, and niten singh, seattle, wash j vasc surg 2018 (68) doi.org/10.1016/j.jvs.2018.02.045, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft systems were implanted into patients for fenestrated endovascular aneurysm repair of juxtarenal abdominal aortic aneurysm's (aaa). The following events were reported: serious injury: stroke mi renal failure respiratory failure paralysis blood loss.